Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize when the door is open. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer reported there was no patient involvement associated with this event. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported door does not recognize an open-door state which was not reproduced due to an unrelated issue. The reported door does not recognize an open-door state was verified and found to be caused by a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.